Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding your complaints that alleges false negative when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0242768. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars cov-2 a potential false negative result was obtained. There was no form of repeat or confirmatory testing reported by the customer. Bd has attempted to contact the customer multiple times for additional information regarding this event and the customer declined to provide additional information. There was no indication that results were reported out or any report of patient impact. (B)(4).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a potential false negative result was obtained. There was no form of repeat or confirmatory testing reported by the customer. Bd has attempted to contact the customer multiple times for additional information regarding this event and the customer declined to provide additional information. There was no indication that results were reported out or any report of patient impact. Eua (B)(4).